Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. During inspection, olympus found the cover of the probe damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, however, the root cause as to why the cover of the probe was damaged could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastro-videoscope exhibited damage to the probe cover. There were no reports of patient involvement.